Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Complaint history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Add'l info has been requested. (B)(4).

Event description:
A consumer reported that since having an intraocular lens (iol) implant procedure, he is seeing colors differently than what they are. His doctor informed him that he had never seen this situation previously. In a f/u, the consumer reported that the symptoms are impacting his daily activities. Add'l info has been requested.